Manufacturer narrative:
On (B)(6) 2013, doctor was performing a 4th metatarsal lengthening. A vilex micro rail was to be used. After loosening the screw on the top of rail to rotate the head, the doctor tried to tighten the screw. The screw would not tighten, it just kept spinning. The rail was tilted and it fell apart. The doctor selected another rail from the vilex set and completed the surgery without incident. The product was returned to vilex on (B)(4) 2013. Vilex's quality department reviewed the broken piece. It was determined that the screw must have been under extreme force thereby breaking the screw which holds the head on the rail. A check of previous complaints was done, and this type of issue has not occurred.

Event description:
On (B)(6) 2013, vilex received call from account manager that a screw located in our micro rail product broke.